Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The stent had already been deployed prior to receipt at the investigation site and was returned with the delivery device. The stent was visually inspected and no issues were identified. A visual and tactile examination identified multiple outer kinks along the length of the device. A visual inspection of the stent cup identified no issues. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that partial stent deployment occurred. The target lesion was located in the common bile duct. A 10x94mmx75cm wallstent-uni¿ endoprosthesis stent was advanced to the target lesion. During stent deployment, it was noted that the stent did not completely deploy even after several attempts. The stent was still wrapped inside the sheath and not able to be fully re-constrained. The stent was removed from the patient in this condition and the procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that partial stent deployment occurred. The target lesion was located in the common bile duct. A 10x94mmx75cm wallstent-uni" endoprosthesis stent was advanced to the target lesion. During stent deployment, it was noted that the stent did not completely deploy even after several attempts. The stent was still wrapped inside the sheath and not able to be fully re-constrained. The stent was removed from the patient in this condition and the procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable.